Manufacturer narrative:
This medwatch report is for the suspect device used in system 2. Reference medwatch report with (B)(6) for the suspect device used in system 1.

Event description:
Reporter alleged obtaining a result of 292 mg/dl on aviva system 1 compared back to back with a result of 130 mg/dl on aviva system 2 when testing was performed within 10 minutes. Reporter stated that he took his medicine about an hour before he obtained the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.